Event description:
Xray to confirm transpyloric tube (for tube feedings) in place confirmed tube possibly broken. Weighted end separated from tube tip. Patient underwent surgery with anesthesia to remove foreign object.what was the original intended procedure?for tube feedings.